Manufacturer narrative:
The reagent lot number and expiration dates were not provided. The field service engineer checked the analyzer and found the probe was loose due to incomplete maintenance actions by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cholesterol gen.2 results from the cobas integra 400 plus. The samples were repeated at the same laboratory and then at another laboratory. Sample 1 initial result was 0.37 mmol/l with a data flag. The repeat results were 3.21 mmol/l and 6.40 mmol/l. Sample 2 initial result was 0.01 mmol/l with a data flag. The repeat results were 3.21 mmol/l and 4.60 mmol/l. Sample 3 initial result was 9.23 mmol/l with a data flag. The repeat results were 5.20 mmol/l and 4.86 mmol/l. Sample 4 initial result was 15.73 mmol/l with a data flag. The repeat results were 5.20 mmol/l and 6.56 mmol/l. Sample 5 initial result was 11.26 mmol/l with a data flag. The repeat results were 5.20 mmol/l and 4.61 mmol/l.